Manufacturer narrative:
The steris account manager observed that the surgical table had two table floor lock feet (right-side leg and left-side head locations) damaged/missing and notified the user facility staff of the condition. A recommendation was made to switch out the table before surgery, but the user facility staff performed the procedure without switching tables. Additionally, the account manager reminded the user facility staff to examine the table for damages and/or missing parts in the future.a steris service technician inspected the table and found the floor lock feet to be damaged. The technician replaced all four floor lock feet and one of the floor lock cylinders. The table was returned to service and no additional issues have been reported.the operator manual states (pp.1-3), "failure to perform periodic inspections of the table could result in serious personal injury or equipment damage." The surgical table was installed on 8/9/2012 and is serviced and maintained by the user facility.

Event description:
A steris account manager reported that hospital personnel were prepping the patient for a procedure and the surgical table had shifted when the table floor lock feet were engaged. No report of injuries or delays/cancellations.